Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited some undersensing during a stored atrial fibrillation (af) episode. Additionally, noise was noted, however, the noise was appropriately marked by the device. Technical services (ts) reviewed the stored episode and discussed the nature of the noise appeared consistent with myopotentials and a review of device history noted consistent sensing. Routine monitoring was recommended. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.